Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window was rippled and torn, the catheter was twisted. An impedance test showed an electrical open at the proximal end of the catheter, between 130 and 140 cm from the distal housing. E.1. Initial reporter facility name and phone: (B)(6).

Event description:
Reportable based on device analysis completed on 23 oct 2025. It was reported that visualization issues occurred. The 81% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the ivus catheter could not display an image. The procedure was completed with another of the same device. The patient was stable, and no complications were reported. However, device analysis revealed that the imaging window was rippled and torn, and the catheter was twisted.